Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a ax2100bif ultralite pro headlight was used on an unknown date during an unspecified procedure. It was stated that the fiberoptic cable on the headset burned the doctor on the neck. Upon attempting to troubleshoot, they found out that the black "y" connection heated up significantly. There was no patient injury and no delay in surgery time. Additional information was requested.

Manufacturer narrative:
Investigation completed on 21feb2018. The device was returned to the manufacturer for evaluation. There were no deviations or non-conformances during the manufacturing process. A visual evaluation was conducted showing wear. The returned cable came in with white surgical tape fastening the metal clip to the cable. Inspection of the black, y-shaped junction block strain relief in the cable found that the bump sleeve of the lower cable has been partially pulled out from the junction block. The fiber optic cable should be replaced to resolve the reported issue. The complaint report of ¿the fiber optic cable burned the doctor on the neck¿ has been confirmed. The root cause of the damage has not been identified as a workmanship or material deficiency.